Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No alarm was noted for a loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that insulin was squirting out during manual priming. Customer also stated that the insulin continued to drip after the insulin pump's motor had stopped. Blood glucose value was unknown at the time of the call. No further information was provided.